Event description:
The customer reported having elevated blood glucose levels, ranging from 140 mg/dl to a high of 310 mg/dl, all day on (B)(6) 2013. She went to the ER because she felt ill (nausea, "spaciness" and exhaustion) and needed assistance. Her bg in at 10:30 pm in the ER was 290 mg/dl. By 1:45 am on (B)(6) 2013 her bg and blood pressure had both gone down and she was released.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to reported event. Lot qualification records were reviewed and the product lot met all acceptance criteria.